Event description:
It was reported that, after approximately 44 hours of pod wear, the pod experienced a needle mechanism failure. According to the report, the needle failed to deploy. The status of the pink slide and the cannula upon pod removal was not specified. No impact on the patient¿s blood glucose levels was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.